Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge jumped from 30% to 100% while disconnected from a power source. There was no reported impact to the customer's blood glucose level due to the battery issue. Reportedly the customer had manual injections as alternate insulin therapy.